Event description:
A patient reported blood glucose results of "2.3, 14.1, and 14.1 mmol?l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmo/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter and control solution are being replaced.